Manufacturer narrative:
Additional information: the returned closure top was evaluated. A portion of the threads have fractured off the device. The cause is likely attributed to a misalignment between the sleeve and mating tulip of the pedicle screw which caused the closure top to cross-thread and the threads to fracture off. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00589 - 3012447612-2017-00591.

Event description:
It was reported that three closure tops' threads were broken while being tightened during surgery. They were removed and replaced by alternative closure tops. There were no reports of patient impacts associated with this event. This is report two of three for this event.